Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that during a coronary drug eluting stenting treatment procedure, there was a plaque shift which required a second stent to be implanted. The lesion being treated was a 2.45mmx18.4mm long portion of the mid left anterior descending (mid lad) with 66% stenosis. After predilatation with a 3.0x15mm balloon at 6 atm, a taxus express 3.5x20mm study stent was implanted at 10 atm. However, the plaque shifted proximal. The physician treated this with implantation of a taxus 3.5x24mm study stent at 9 atm. After that the stents were post dilated with 3.5x20mm balloon inflated to 14 atm and 2.25x15mm balloon inflated to 8 atm using kissing balloon technique. After the procedure, the stenosis had improved to 20% and the plaque had disappeared. The pt was discharged, and further follow-up confirmed there were no problems or complications. In the opinion of the physician, the relationship of the event to the taxus stent is possibly related.